Event description:
Additional information has been requested and received stating that the patient was having no complaints and the explantation of the lenses was not necessary.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge was indicated. It is unknow if a qualified handpiece and viscoelastic were used. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted. Information was provided that the issue was treated with yag. The reporting facility has not provided any further information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that after surgery, they noticed postoperative fimosis. Operation la was on (B)(6) 2023. Yag laser performed as treatment. Additional information has been requested.